Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 322 mg/dl. The customer was admitted to the hospital. Customer was experiencing nausea, difficulty breathing, abdominal pain and threw multiple times. Customer cause of emergency room visit was diabetic ketoacidosis. Customer was treated with 2 bags of IV fluids and insulin drip and medicine to keep her from throwing up.